Event description:
After insertion of the venous dialysis catheter, the physician was removing the introducer sheath. The sheath tip broke off and became lodged in the heart. A cardiologist was called in and removed the broken portion from the pt. The physician believes the tip of the sheath was retrieved from the pt.